Event description:
It was reported that a user experienced high blood glucose while using an ilet system, with ilet reading 391 mg/dl and confirmatory fingerstick 423 mg/dl, after an earlier occlusion and a subsequent infusion set change during which the plastic needle guard remained on the infusion set, resulting in no insulin delivery until corrected; the event involved the infusion set and cartridge with an incorrectly deployed infusion set or misattached connector, and the user received troubleshooting and education along with replacement infusion sites. Symptoms included hyperglycemia. Outcomes included product troubleshooting and replacement supplies. Investigation included user interview and remote troubleshooting. Investigation of this case revealed incorrect infusion set deployment due to the needle guard remaining in place, consistent with improper installation of the infusion set and related connection issues. It was concluded, based on previously established findings for similar reports, that the cause was use error during infusion set deployment.